Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was explanted since a kink and insulation damage were observed. The patients condition was stable before and after the procedure.